Event description:
Customer reported a past high blood glucose event, though the specific highest level was not known and displayed as "high." Cause was not known. The customer resolved the issue by changing the infusion set and cartridge, and it was recommended by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.